Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of leakage at quick release of with an infusion set on (B)(6) 2024. Infusion set was used for 3 days. No further information was available.